Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced suture related complication ("internal stitch poking out/felt like it was poking me a bit") and flatulence ("its the gas it is super painful"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, suture related complication and flatulence outcome was unknown. The reporter considered flatulence, medical device removal and suture related complication to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal discomfort, medical device removal, flatulence. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event its the gas it is super painful added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural discomfort ("internal stitch poking out/felt like it was poking me a bit"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and post procedural discomfort outcome was unknown. The reporter considered medical device removal and post procedural discomfort to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal discomfort, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.